Event description:
Related manufacturer reference number: 3006705815-2022-15037. It was reported during a system explant on (B)(6) 2022 the physician accidentally cut the leads. The distal ends of the leads were left implanted while the lead from anchor to the ipg was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates during a new implant procedure on jul 26, 2022 the remaining section of the lead was explanted.